Manufacturer narrative:
The 5826 zephyr xl dr pacemaker was implanted in 2009.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found to be in backup vvi mode due to firmware coding conversion. The device automatically restored itself once it was being interrogated and no further actions were needed. The patient was in stable condition.